Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the magnet rate and the estimated device longevity calculations were different from previous to recent results. Also, a capacitor issue was observed 9 years ago. Boston scientific technical services (ts) discussed that the discrepancy could be due to rounding errors or stale battery measurements and suggested having a memory download. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that there was a discrepancy observed between the magnet rate and time remaining of this implantable pacemaker. It was reported that the device had a magnet rate of 90 beats per minute (bpm) with time remaining of 2 years. Boston scientific technical services (ts) discussed reasons for the discrepancy and suggested to have a memory dump. Additional information received indicated that the device was explanted. No adverse patient effects were reported.